Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she had no history of suffering migraines prior to undergoing the implantation of essure. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstruation pain"), menorrhagia ("heavy menstruation"), menstrual disorder ("abnormal menstruation"), dyspareunia ("pain during intercourse") and migraine ("migraines"). The patient had a hysterectomy on (B)(6) 2017. Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, menstrual disorder, dyspareunia and migraine outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder and migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure coils in place; fallopian tubes occluded company causality comment. Incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pelvic pain in her left fallopian tube/ stabbing on left side of pelvis/pain on the left side of her pelvis/ pain/ pelvic pain left side of pelvis pain (stabbing)/ pelvic pain") and dyspareunia ("pain during intercourse/ painful intercourse") in a (B)(6) year-old female patient who had essure (batch no. 12441794,736707 both invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "patient had 2 coils deformed/not spiraled at left ostia" on (B)(6) 2011. The patient's past medical history included cholecystectomy (for gall stones) in (B)(6) 2010, ligament repair (for torn ligaments) in (B)(6) 2014, multi gravida and parity 3 (date of births: (B)(6) 2003, (B)(6) 2005, (B)(6) 2010). She had no history of suffering migraines prior to undergoing the implantation of essure. She was not allergic to nickel or any other component of essure. She did not experienced a hypersensitivity reaction to nickel or any other component of essure. Essure did not caused or aggravated any psychiatric and/or psychological condition. Essure did not worsened a previously existing injury/condition. Patient also used medications to help prevent migraines. Concurrent conditions included nauseous and vomited. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced headache ("progressive pain with time in head/ headache (progressive pain with time)"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required) and migraine ("migraines"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), dysmenorrhoea ("severe menstruation pain"), menorrhagia ("heavy menstruation"), menstrual disorder ("abnormal menstruation") and treatment noncompliance ("she did not use birth control or contraception following her essure placement procedure"). The patient was treated with ibuprofen, surgery (hysterectomy) and surgery (hysterectomy). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the pelvic pain and headache had resolved. In 2017, the dyspareunia and migraine had resolved. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, menstrual disorder and treatment noncompliance outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and treatment noncompliance to be related to essure. The reporter commented: after succesful placement of right essure coil a similar application was attempted to the left, but the essure device did not deploy when the thumb wheel was rotated for the second time and the spring was noted to be attached to the essure device when removed from left tube. Additional essure device was obtained and after the fallopian tube relaxed, essure spring easily inserted into proximal end of the left fallopian tube and similar procedure was performed on the left as on the right. Patient did not retain the essure or any portion of it, after essure removed. She did not had any complications from essure removal procedure. Essure did not caused birth defects. Essure did not worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: essure coils in place; fallopian tubes occluded patient had head CT scan, approximately in (B)(6) 2016 to (B)(6) 2016. After insertion, patient had 2 coils deformed/not spiraled at left ostia and 5 coils at right. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: device shape alteration. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-feb-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s relevant history and lab data updated. Events painful intercourse, pelvic pain left side of pelvis pain (stabbing)/ pelvic pain, headache (progressive pain with time) were clubbed with previously reported events. Event device shape alteration was newly added. Processed with follow up no.3 dated 14-feb-2018. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pelvic pain in her left fallopian tube/ stabbing on left side of pelvis/pain on the left side of her pelvis/ pain/ pelvic pain left side of pelvis pain (stabbing)/ pelvic pain'), dyspareunia ('pain during intercourse/ painful intercourse') and perforation ('organ perforation / migrated implants') in a 28-year-old female patient who had essure (batch no. (12441794,736707)invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "patient had 2 coils deformed/not spiraled at left ostia" on (B)(6) 2011 and treatment noncompliance "she did not use birth control or contraception following her essure placement procedure". The patient's medical history included ligament repair (for torn ligaments) in (B)(6) 2014, cholecystectomy (for gall stones) in (B)(6) 2010, multi gravida and parity 3 (date of births: (B)(6) 2003, (B)(6) 2005, (B)(6) 2010). She had no history of suffering migraines prior to undergoing the implantation of essure. She was not allergic to nickel or any other component of essure. She did not experienced a hypersensitivity reaction to nickel or any other component of essure. Essure did not caused or aggravated any psychiatric and/or psychological condition. Essure did not worsened a previously existing injury/condition. Patient also used medications to help prevent migraines. Concurrent conditions included nauseous, vomited and cervical dysplasia. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced headache ("progressive pain with time in head/ headache (progressive pain with time)"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required) and migraine ("migraines"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("severe menstruation pain"), menorrhagia ("heavy menstruation") and menstrual disorder ("abnormal menstruation / unusual periods"). The patient was treated with ibuprofen and surgery (hysterectomy and surgery to remove essure implant device). Essure was removed on (B)(6) 2017. In (B)(6)2017, the pelvic pain and headache had resolved. In 2017, the dyspareunia and migraine had resolved. At the time of the report, the perforation, abdominal pain, dysmenorrhoea, menorrhagia and menstrual disorder outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and perforation to be related to essure. The reporter commented: after succesful placement of right essure coil a similar application was attempted to the left, but the essure device did not deploy when the thumb wheel was rotated for the second time and the spring was noted to be attached to the essure device when removed from left tube. Additional essure device was obtained and after the fallopian tube relaxed, essure spring easily inserted into proximal end of the left fallopian tube and similar procedure was performed on the left as on the right. Patient did not retain the essure or any portion of it, after essure removed. She did not had any complications from essure removal procedure. Essure did not caused birth defects. Essure did not worsened a previously existing injury/condition. Trailing coils- left: 2, right: 5. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: essure coils in place; fallopian tubes occluded. Patient had head CT scan, approximately in (B)(6) 2016. Left lower quadrant pain. On (B)(6) 2016, findings revealed there was visualization of the essure wires along the proximal portions of the expected location of the fallopian tubes. There is a minimally complicated cyst within the left ovary likely hemorrhagic cyst measuring 1.8 x 1.2 x 1.9 cm. After insertion, patient had 2 coils deformed/not spiraled at left ostia and 5 coils at right. On (B)(6) 2017, surgical pathology report revealed adenomyosis, secretory endometrium, acute and chronic cervicitis, fallopian tubes with essure coil wires. Attached are two fimbriated segments of fallopian tube, right measuring 4.4 x0.8 cm and left 4.2 x 0.8 cm. Also present are two intact essure coil wires within lumen of both the right and left fallopian tubes. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: device shape alteration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: pif received- event organ perforation / migrated implant was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pelvic pain in her left fallopian tube/ stabbing on left side of pelvis/pain on the left side of her pelvis/ pain/ pelvic pain left side of pelvis pain (stabbing)/ pelvic pain'), dyspareunia ('pain during intercourse/ painful intercourse') and perforation ('organ perforation / migrated implants') in a 28-year-old female patient who had essure (batch no. (12441794,736707)invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "patient had 2 coils deformed/not spiraled at left ostia" on (B)(6) 2011 and treatment noncompliance "she did not use birth control or contraception following her essure placement procedure". The patient's medical history included ligament repair (for torn ligaments) in (B)(6) 2014, cholecystectomy (for gall stones) in (B)(6) 2010, multi gravida and parity 3 (date of births: (B)(6) 2003, (B)(6) 2005, (B)(6) 2010). She had no history of suffering migraines prior to undergoing the implantation of essure. She was not allergic to nickel or any other component of essure. She did not experienced a hypersensitivity reaction to nickel or any other component of essure. Essure did not caused or aggravated any psychiatric and/or psychological condition. Essure did not worsened a previously existing injury/condition. Patient also used medications to help prevent migraines. Concurrent conditions included nauseous, vomited and cervical dysplasia. In 2011, the patient experienced headache ("progressive pain with time in head/ headache (progressive pain with time)"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2016, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required) and migraine ("migraines"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("severe menstruation pain"), menorrhagia ("heavy menstruation") and menstrual disorder ("abnormal menstruation / unusual periods"). The patient was treated with ibuprofen and surgery (hysterectomy and surgery to remove essure implant device). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the pelvic pain and headache had resolved. In 2017, the dyspareunia and migraine had resolved. At the time of the report, the perforation, abdominal pain, dysmenorrhoea, menorrhagia and menstrual disorder outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and perforation to be related to essure. The reporter commented: after successful placement of right essure coil a similar application was attempted to the left, but the essure device did not deploy when the thumb wheel was rotated for the second time and the spring was noted to be attached to the essure device when removed from left tube. Additional essure device was obtained and after the fallopian tube relaxed, essure spring easily inserted into proximal end of the left fallopian tube and similar procedure was performed on the left as on the right. Patient did not retain the essure or any portion of it, after essure removed. She did not had any complications from essure removal procedure. Essure did not caused birth defects. Essure did not worsened a previously existing injury/condition. Trailing coils- left: 2, right: 5. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: essure coils in place; fallopian tubes occluded. Patient had head CT scan, approximately in (B)(6) 2016 to (B)(6) 2016. Left lower quadrant pain. On (B)(6) 2016, findings revealed there was visualization of the essure wires along the proximal portions of the expected location of the fallopian tubes. There is a minimally complicated cyst within the left ovary likely hemorrhagic cyst measuring 1.8 x 1.2 x 1.9 cm. After insertion, patient had 2 coils deformed/not spiraled at left ostia and 5 coils at right. On (B)(6) 2017, surgical pathology report revealed adenomyosis, secretory endometrium, acute and chronic cervicitis, fallopian tubes with essure coil wires. Attached are two fimbriated segments of fallopian tube, right measuring 4.4 x0.8 cm and left 4.2 x 0.8 cm. Also present are two intact essure coil wires within lumen of both the right and left fallopian tubes. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: device shape alteration. Batch numbers reported: 112441794 and 736707 are both invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pelvic pain in her left fallopian tube/ stabbing on left side of pelvis/ pain on the left side of her pelvis/ pain") in a (B)(6) year-old female patient who had essure (batch no. 12441794 (left); 736707 (right)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy (for gall stones) in (B)(6) 2010, ligament repair (for torn ligaments) in (B)(6) 2014, multi gravida and parity 3 (date of births: (B)(6)). She had no history of suffering migraines prior to undergoing the implantation of essure. She was not allergic to nickel or any other component of essure. She did not experienced a hypersensitivity reaction to nickel or any other component of essure. Essure did not caused or aggravated any psychiatric and/or psychological condition. Essure did not worsened a previously existing injury/ condition. Patient also used medications to help prevent migraines. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced headache ("progressive pain with time in head"). In (B)(6) 2016, the patient experienced dyspareunia ("pain during intercourse") and migraine ("migraines"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), dysmenorrhoea ("severe menstruation pain"), menorrhagia ("heavy menstruation"), menstrual disorder ("abnormal menstruation") and treatment noncompliance ("she did not use birth control or contraception following her essure placement procedure"). The patient was treated with ibuprofen and surgery (hysterectomy). Essure was removed on (B)(6) 2017. In 2017, the pelvic pain, dyspareunia, migraine and headache had resolved. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, menstrual disorder and treatment noncompliance outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and treatment noncompliance to be related to essure. The reporter commented: patient did not retain the essure or any portion of it, after essure removed. She did not had any complications from essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: essure coils in place; fallopian tubes occluded patient had head CT scan, approximately in (B)(6) 2016. Most recent follow-up information incorporated above includes: on 11-jan-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Ibuprofen drug added. Essure lot number 12441794 (left); 736707 (right) added. Events pelvic pain/ pelvic pain in her left fallopian tube/ stabbing on left side of pelvis/ pain on the left side of her pelvis/ pain, progressive pain with time in head, she did not use birth control or contraception following her essure placement procedure were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.